Event description:
It was reported that a patient had difficulty charging and it took too long. It was reported that the patient¿s implantable neurostimulator (ins) was replaced with a non-rechargeable. It was noted that they ¿replaced the recharger¿ but it was an unclear statement due to the new ins being non-rechargeable. It was unknown whether the issue was resolved or whether the cause of the issue was determined. It was stated that the patient was alive with no injury. It was stated that there were no symptoms or complications associated with the event. Additional information received reported that the patient had been trained on recharging. It was noted that the manufacturer¿s representative did not know when or how often he had issues. It was stated that impedances were normal. Additional information received reported, the patient was doing great. Additional information received reported that the ins was received by the manufacturer.

Manufacturer narrative:
Product analysis #(B)(4): according to the trace report, no coupling was observed on three of the six recharge sessions. A recharge coupling test was performed to determine if the ins was working properly with a recharger. Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 4 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good restore sensor ins, indicating that this ins is working correctly with a recharger. Products: product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).